Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue file broke during use. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
The involved reciproc blue file r25 8/100 25mm 025 which has been returned in loose (shared between (B)(4) is actually broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Unused reciproc blue file r25 8/100 25mm 025 (shared between (B)(4) has been evaluated according to our prescriptions (measures, torque test) but the results don't allow to rule on the conformity of the batch. Nothing unusual to report was found during dhrs review (batches 1667431, 1668043, 1668688, 1668055, 1668678). Root causes are not identified. We will track this kind of event and we monitor the trend.